Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device was able to run 506 pulses with no timeouts or drive stalls seen in the download data. Inspection of the device found no damages or defects that would cause a needle mechanism failure.